Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Event occurred in (B)(6). Patient's therapeutic range unknown. Report of discrepant inratio values. On (B)(6) 2016: inratio test demonstrated discrepant high result of inr 4.4. Therefore, the second and third tests were conducted for the same patient: (B)(6). Inratio test was conducted last month for the same patient and his/her result at that time was within expected range. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 369827 was performed. In house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.